Event description:
Customer reported the as3000 anesthesia system was not functional. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the o2 cell, performed o2 calibration, and completed functional verification.